Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the field service engineer tested the drawer and was unable to duplicate the issue. A field service engineer performed visual inspection and found the rails were good, and no issues were found. The fse verified all bus and cable connections; verified drawer and pocket operation. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1 failed and not opened, metal piece came out from drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.